Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found one of the snaps to have broken off. The broken piece was not returned. The reported condition was not confirmed. The disposable was assembled onto a set of reusable forceps and plugged into a generator. The generator recognized the device and activated with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No alarms occurred during testing. A full thermal effect was visually verified. The investigation found the device to seal normally. An additional failure was found during the investigation; one of the snaps was found to be broken and missing. The additional findings did not contribute to the reported condition. The investigation found a broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not activate. A new device was used to complete the procedure.